Event description:
The customer reported that the system shut down during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.